Event description:
It was reported that the target lesion is in the right coronary artery (rca), with heavy tortuosity, moderate calcification, a concentric lesion, and de novo. The target vessel diameter is 3.0 mm and the target vessel length is 20 mm. The whisper ms guide wire was advanced to the target lesion; however, was not able to cross the lesion. A non-abbott micro-catheter was used along with the whisper ms guide wire in an attempt to cross. When the physician manipulated the whisper ms along inside the micro-catheter, the tip of the whisper ms detached approximately 12 centimeters to the tip. It is possible that friction was encountered between the micro-catheter and the whisper ms guide wire. The separated tip of the whisper ms guide wire was left inside the coronary, so an attempt was made to snare the tip with a gooseneck snare device; however, it could not be retrieved; therefore, a surgical procedure was performed to retrieve the separated guide wire tip from the coronary successfully. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted dried blood and contrast on the core and polymer coating which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core had separated, 12 cm proximal to the tip ball. The polymer coating was separated at the same location. Analysis also noted that the tip of the guide wire was in a slight hook shape which was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. The microcatheter used during the procedure was not returned which may have aided in the evaluation. The scanning electron microscopy (sem) analysis suggests that the core failure may be attributed to ductile overload. No evidence of secondary cracks was observed. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the heavily tortuous and moderately calcified anatomy. Factors that may contribute to the inability to position the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the catheter. It was noted that there was dried blood and contrast on the core and polymer coating which could have contributed to the reported difficulty. The microcatheter was not returned which may have aided in the evaluation. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that the physician manipulated the guide wire while inside the microcatheter which could have contributed to the reported separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of perforation is a known adverse event. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined.

Event description:
Subsequent to the previously filed medwatch report, new information received via article as follows: during the procedure to retrieve the distal segment of the fractured wire, the wire penetrated the atherosclerotic coronary wall and ascending aorta unexpectedly. The surgical procedure was performed successfully by extracting the fractured guide wire segments and stopping the bleeding.